Event description:
The customer reported that during preventive maintenance the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported there was no patient involvement.